Manufacturer narrative:
Carefusion complaint number (B)(4). In the event the unit is received and evaluation is completed or in the event additional information becomes available a follow-up report will be submitted. The customer is not sure if there was any patient involvement. At this time the customer is waiting for this unit to be serviced and is unsure if the device will be available for evaluation. (B)(4).

Event description:
Per the customer the event occurred in (B)(6) of 2015. The vent alarmed circuit occlusion and was taken out of service. This facility uses ge services and the unit was evaluated by the ge representative and taken out of service by the representative. A carefusion sales representative was on site and found the problem and advised the customer to call in and report the unit so that the complaint can be submitted. The customer is not certain if the event happened on a patient or not.

Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.